Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was failing calibration for an error 80 (water check time out unable to reach calibration temperature). Expected value was 6, actual value was 28c. Per wo notes, they had check diagnostics and the chiller temperature (t4) was read 30c and did not cool. They had drained the left port and stated 150 ml came out from the chiller tank. They explained that this was indicative of a failed mixing pump and would discuss repair options with his management. Per additional information received via ttm on 18-may-2026, biomed received calibration error 30 (temperature out and patient temperature 2 difference out of range) expected value was -0.79 actual value was -15.27. Second time received calibration error 80 expected value was 6 actual value was 28.86.